Event description:
Reporter indicated that when the handheld device was removed from the package, there was a small dent on the front and the screen would not stay on. Good faith attempts to obtain additional information as well as product return for product analysis have been unsuccessful to date.